Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy is not working right. They further stated that the stimulation is too ¿light¿ on their side. The patient also mentioned that they feel a surge or overstimulation sensation when they sit down and back against a seat. The patient noted that their therapy has not been working right for about the last 2.5 months. The patient was to follow up with their healthcare provider. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.